Event description:
It was reported that, during robot-assisted radical prostatectomy (rarp) teleoperation with surgeon console (sc), an error message indicating head tracking loss occurred frequently, which caused the clutch to disengage. The team tried adjusting the monitor height, angle and they also changed the glasses; however, the issue persisted. There was a 10 minutes delay. There was no reported patient information.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported surgeon console (sc). Review of the field service notes indicates an issue with the head tracker was suspected and replacement was performed. After replacement, during more than thirty minutes of use no issues were observed. Evaluation of the device data indicates that the head tracker had multiple instances of the surgeon's head not detected as engaged, and as a result prevented teleoperation triggering the error codes ¿teleop prevented¿ and ¿head disengaged¿, the latter of which displays the error message "surgeon head tracking: clutched. Look at 3d display to regain control". Further evaluation of the reported surgeon console is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.